Event description:
During a procedure, the surgeon tried to detach implant from transforaminal posterior atraumatic lumbar cage system (t-pal) applicator, but the applicator did not come off due to t-pal outer shaft malfunction. The applicator was dissembled, in situ, and the implant was left with patient. This is 1 of 1 report.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used for treatment and not diagnosis. The complained articles were forwarded for detailed examination to our competent product development center. It has been detected that the parts show slight signs of wear; however, a handling test has demonstrated that the parts function properly and correspond to all requirements. The implant could be removed properly contrary to the comment cage not easy to unloose.